Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced with a same model lead due to dislodgement. Due to physician discretion, a new lead was used instead of repositioning. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted and replaced with a same model lead due to dislodgement. Due to physician discretion, a new lead was used instead of repositioning. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). The lead including the tip appears intact and undamaged. Laboratory analysis was unable to confirm the reported allegations of dislodgement and surgery. Laboratory observations and field report were insufficient to verify dislodgement, no evidence of device defect, malfunction, or abnormal damage was found.